Manufacturer narrative:
A tabletop illuminator module and a xenon lamp were received and a visual assessment of the returned samples revealed no obvious nonconformity. An attempt was made to place the returned xenon lamp into the returned illuminator module; however, the lamp fit was too tight and could not be seated correctly. A known-good xenon lamp was installed into the returned illuminator module and then the module was installed into a calibrated constellation system for functional testing. The illuminator module was found to meet product specifications. The root cause of the reported illumination issue can be attributed to a tight fitting xenon lamp. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 23, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tabletop illuminator module. However, how or when the module became nonconforming cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illumination was bad during a test of the system. There was no patient involved.